Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was fine for a couple of months after the implant and then she started getting erratic therapy. The patient was now experiencing shocking sensation that were waking her up at night in pain. The patient had tried several different program modes but they do not seem to make any difference. It was noted that the pain was centered on the implant location and they checked the site and saw no redness. The patient mentioned the night before she couldn't move the leg at all and had awful pain in her back. The patient explained she couldn't sit right and it was worse at night and took a while in the morning before she could walk more comfortably which had gotten worse in the last two days. The programming was checked and the patient had a, b and c and stated that a seemed the best. The patient wanted to see if turning off the stimulation would help and after turning it off noted it alleviated the bad pain but it was still sore around where the implant was located. There were no traumas, falls or activity related to the issues. The patient was directed to the healthcare provider to resolve the symptoms. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was no change in activity level or programming. The patient reported that it started shocking pain from her back to her right leg and increased in severity until she shut the device off 5 days after it started. The patient reported that she shut it off and the severe pain stopped but was left with pain and discomfort after she turned it back on. The patient reported that her extra pain subsided over a two-week period. The patient reported that the device operated normally when she turned it back on 12 hours after she shut it off. No further complications were reported.